Event description:
The nurse reported a system message displayed during the case. The footswitch was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch and cable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).